Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 135 mg/dl. The customer could not recall any significant events leading to the alarm. The customer reported wearing their insulin pump in their bra. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. All buttons function properly; however the insulin pump had moisture on keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and missing end cap sticker.